Manufacturer narrative:
The facilities biomedical engineer evaluated the device after the procedure and was unable to duplicate the reported issue. The biomed did find that the device would power off automatically within a minute of being powered on, with the battery showing two (2) bars of power out of three (3). It was later found that the battery was approximately six (6) years old and would need to be replaced. The biomed indicated that he would return the unit for service. At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, there were green lines showing on their display. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.